Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited delayed detection and therapy of ventricular tachycardia (vt) episodes. The device remains in use. No patient complications have been reported as a result of this event.